Event description:
Philips received a complaint on the heartstart mrx indicating that the fse discovered the device had damaged front case buttons. The fse evaluated the device on site. It was determined that this was a malfunction with the front panel/screen. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the front panel/screen. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer will be made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.